Event description:
The device was used after closing an incision. The device was crushed once and a shard protruded through the tube, went through two sets of gloves and pierced the thumb of the surgical assistant. Per hospital procedure, both the patient and the hospital professional were tested for hiv by the occupational health department. The patient tested positive. The health professional was placed on prophylactic medication. This event has caused him emotional distress. Current status is unknown.

Manufacturer narrative:
Device was noted to be returned for evaluation. Upon receipt, a supplemental report will be filed. Although the possibility of serious injury exists, it is very remote. Literature reports that the incidence rate of percutaneous injury (pi) is about 800,000 per year. Of these, only 16,000 patients are hiv positive. The chances of seroconversion after a pi involving an hcv or hiv positive patient are 0.62% and 0.3 - 0.452% respectively. Factors affecting the possibility of seroconversion are: patient's viral titer, volume of blood involved, direct contact of the device with the patient's veins or arteries and the use of hollow bore needles. In the case of glass shard penetration, the likelihood of transmission and subsequent seroconversion is very low: healthcare workers are routinely vaccinated against hbv, the chance that the hiv, hcv, or hbv status is positive remains relatively low, the shard would contain significantly less blood than a hollow bore needle and the chances of seroconversion with a hollow bore needle remains relatively low. The device is used after hemostasis has been achieved, universal precautions are utilized by clinicians.